Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a power on reset (por) condition and that therapy had stopped. The patient mentioned that after receiving the por message, she tried charging the implant and it would not go past half a charge, even when she had all 8 bars. The patient mentioned there was a little bit of lotion on the antenna disc so she cleaned it off. The patient believes she was not charging it properly due to receiving the por message. The patient was walked through clearing the message. The patient said she would try recharging the device now that the por was cleared. It was recommended that the patient follow-up with her doctor regarding the por and her recharging issue if it persists. There were no falls or trauma reported that could be related to the issue. The patient said that she uses a heating pad and it was reviewed that it was not expected that a heating pad would trigger a por. The patient said she has had some ¿electrical storms¿ lately. The por was informational. The por was successfully cleared and therapy was turned back on. The patient reported that therapy was adequate and that she could feel stimulation. The patient was redirected to their healthcare provider to make them aware of the por message as well as her recharging issue if it persists. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was spinal pain.